Manufacturer narrative:
H6: investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Catalog: 442023. Batch no.: unknown. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification panels. Neither photos nor returned good samples were received. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
Report 14 of 17. It was reported that with use of bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive result. No erroneous results reported. There was no patient impact. The following information was provided by the initial reporter: no erroneous results reported: bcid result: staph spp., staph epidermidis, strep spp., c. Tropicalis. Bcid2, lot #: 2qpr23. Gram stain: gpc in pairs. Culture grew staph epidermidis, staph haemolyticus. Did a serious injury occur? No.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
Report 14 of 17. It was reported that with use of bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive result. No erroneous results reported. There was no patient impact. The following information was provided by the initial reporter: no erroneous results reported bcid result: staph spp., staph epidermidis, strep spp., c. Tropicalis. Bcid2, lot #: 2qpr23. Gram stain: gpc in pairs. Culture grew staph epidermidis, staph haemolyticus. Did a serious injury occur? No.